Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to resolve the issue and continue using the pump for insulin therapy.